Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect pace/defib engine board was returned. The customer's report was attributed to a fractured solder joint on a transformer on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.